Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The laser power was lowered but it was noted that this did not help dissipate the blue pixels. The user also let off the foot pedal briefly. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Correction: b4 on the initial report.